Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented to the operating room for a scheduled defibrillator change out procedure due to normal end of life. During the pre-op check, it was noted that the left ventricular lead was noted to have dislodged; it was suspected that the dislodgement had occurred at some point during the last four years. The lead exhibited intermittent loss of capture. The physician elected to explant the lead but had difficulty removing it, so the lead was capped and replaced successfully. The patient was in stable condition post surgery.